Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high pacing threshold measurements. Additional information was received indicating the lead also exhibited loss of capture. Surgical intervention was taken to explant this lead. A new ra lead from another manufacturer was successfully implanted. No additional adverse patient effects were reported.